Event description:
A user facility reported to olympus that there was "no picture, red noise in the picture and black/white interference." Additionally, it was reported that a "b30" error was displayed. There was no patient injury, associated with the problem, reported to olympus. This is report #3 of 4 due to multiple events/devices reported. Reference report patient identifier (B)(6) for additional event. Reference report patient identifiers (B)(6) and (B)(6) for an additional device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation was unable to confirm the reported image problems. Evaluation found the rear connector had a poor appearance, a video connector socket failure was found, and the video connectors were noted broken but connection was possible. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.